Manufacturer narrative:
(B)(4). Concomitant medical product: exceed abt shell catalog# 123748 lot# 3120542, biolox delta liner catalog# 650-0790 lot# 3283248, delta ceramic femoral head catalog# 164136 lot# 3232440, unknown screw catalog: ni lot# ni. (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies, however concessions were noted. Review of complaint history for same or similar issue identified five complaints for part (item) number and no additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported as part of a clinical study that a patient underwent a left hip surgery on (B)(6) 2015. Subsequently, the patient reported moderate pain which is tolerable and required occasional use of medication stronger than aspirin, some limitations of ordinary activity or work, and a moderate limp requiring two canes for support. The patient also reported inability to do stairs, extremely difficult to wash/dry, moderate trouble getting in or out of car, extremely difficult to put on socks, moderately difficult to shop, only able to walk around house before severe pain, extremely difficult to climb stairs, very painful to stand up, limping most of the time, pain that greatly interfered with usual work, in bed with pain most nights during six months post op visit on (B)(6) 2015. Attempts have been made and no further information has been provided.